Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occured in (B)(6) 2016. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion at l2-5; l3/4/5(3 levels). Post her initial surgery, patient then underwent second surgery (unknown fixation at th8/s2ai), where rods were implanted at the l5-s1 level. Post-op, in (B)(6) 2016 (date is approximate), both the rods that were placed at l5/s1 were found broken. After the rod breakage, low back pain recurred. Pseudarthrosis was also observed in the level but it was unknown if the cage related to the event. Hence, a revision surgery (fixation surgery) had to be performed. In-patient hospitalization was prolonged due to the revision surgery.

Manufacturer narrative:
Product analysis: visual, microscopic, and sem examination noted significant fracture surface smearing, preventing fracture surface evaluation. Dimensional inspection of rod diameter confirms conformance to print specification. The implant has been received in a condition unsuitable for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.